Event description:
Med 5 responded to a patient in cardiac arrest. Initial rhythm was noted to be asystole, as monitored through the defibrillator pads. Resuscitation attempt was initiated. After two rounds of epinephrine and atropine, the patient regained pulses. ECG still showed patient to be in asystole, so the crew turned up the gain, with no results. ECG electrodes were attached to monitor the rhythm through the individual leads. All leads showed asystole in a pulsatile patient. All cables and connections were checked and found to be secure. Patient was transported with pulses, but expired in the ed. Monitor/defibrillator was turned into milwaukee county ems for return to the manufacturer. Dates of use: 2008. Diagnosis or reason for use: cardiac arrest.